Manufacturer narrative:
Device received with cracked lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 496 mg/dl. The customer reported that they had an open circle on the insulin pump. The customer was thinking that the insulin pump was not working properly. The customer reported that there was crack on the middle part of the screen and she heard some odd sounds on the insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.